Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) impdtl, (certain 3.4mm(d) driver tip - long) for evaluation in valencia. Visual evaluation / functional test was performed, slight wear and tip is damaged resulting in getting stuck with implant. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [impdtl] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was the clinician does not follow the recommended guidance for usage in surgical manual. Therefore, based on the available information, a device malfunction did occur. The tool has wear and tip is damaged. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter name and email address unknown / not provided. H4: device manufacturer date unknown / not provided h3 other text : product not returned.

Event description:
Doctor reported that after the implant at tooth site 15 was placed in the upper jaw and when removing the driver tip it did not disengage from the implant and both came out. In order to remove the driver tip from this implant, doctor had to use some forceps, a contra-angle in anti-clockwise direction and apply an extraordinary force for that purpouse. Procedure was completed with a new implant of the same measures. Doctor also reported that in a previous surgery something similar also happened to him with an implant of the same batch number but the implant was placed in the jaw and it was very well fixed, so even with difficulties he was able to remove the driver tip ( this case is registered under (B)(4)).